Event description:
The lesions were located in the proximal lad & distal lcx. One endeavor sprint rx drug-eluting stent was implanted at the proximal lad (MFR report # 2953200-2008-00859) and one endeavor sprint rx drug-eluting stent was implanted at the distal lcx (MFR report # 2953200-2008-00860). The patient was discharged two days post stent implant. Eight days post stent implant, the patient suffered an acute non-stemi. Investigator assessed the event as a non-q-wave mi. Investigator reported that the patient had chest pain, and was re-admitted. Stenting to the pda was performed, resulting in a dissection. The investigator has indicated that the target lesion is not involved. At 30 day follow-up the patient was asymptomatic. Please note that this device is not distributed in the united states.

Manufacturer narrative:
Results: (myocardial infarction).